Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin pump had a cracked exterior component, and a replacement device was arranged with instructions provided for shutdown, data sync to the mobile app, return shipping, and start-up on the replacement. Symptoms included no reported clinical effects. Outcomes included no therapy interruption as the patient had backup therapy and continued cgm use. Investigation included remote troubleshooting and education with verification of serial number, addresses, delivery timeline, data handling, and return instructions. Investigation of this case revealed physical damage to the pump¿s housing consistent with a cracked screen or casing, with no associated alerts or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.